Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to out of range pacing impedance for the right atrial (ra) lead. There is not information available regarding which ra lead is active at this time. It was also mentioned the patient will need to be brought to the clinic to test the lead and clear the alert. There are no recent inappropriate events stored due to the out of range impedance. The device system remains in service. No adverse patient effects were reported. Additional information from the field representative indicates that the ra lead exhibited intermittent high impedance out of range and the cause has not yet been stablished. In addition, the device beeping has been turned off and the patient will be seen in clinic. No adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to out of range pacing impedance for the right atrial (ra) lead. There is not information available regarding which ra lead is active at this time. It was also mentioned the patient will need to be brought to the clinic to test the lead and clear the alert. There are no recent inappropriate events stored due to the out of range impedance. The device system remains in service. No adverse patient effects were reported. Additional information from the field representative indicates that the ra lead exhibited intermittent high impedance out of range and the cause has not yet been stablished. In addition, the device beeping has been turned off and the patient will be seen in clinic. No adverse patient effects.